Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. Missing segments/partial display not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer states that insulin pump screen started to flash and alarm non-stop display. Customer reports display was flashing. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.